Event description:
Boston scientific received information that this left ventricular (lv) lead had moved displaying a loss of capture (loc). The lead was explanted and replaced with an epicardial lead successfully. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the complete lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Visual inspection noted, setscrew mark noted on the terminal pin. The ply tubing was observed to be melted in several places likely caused from electro-cautery. Additionally dried blood was found in the lumen causing the stylet insertion test to fail. However, measurements throughout all other tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The explanted lead was returned. Analysis is currently being performed. This report will be updated once analysis has been completed.